Event description:
It was reported that the lead was explanted due to lead damage during an open heart procedure from the day prior. No additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4) 20jun2022 correction to field h6: device codes.

Event description:
It was reported that the lead was explanted due to lead damage during an open heart procedure from the day prior. No additional adverse patient effects have been reported.

Event description:
It was reported that the lead was explanted due to lead damage during an open heart procedure from the day prior. No additional adverse patient effects have been reported.

Manufacturer narrative:
Although the product did not return for analysis. Boston scientific post market quality assurance has deemed this event as a result of "unintended use error" based on the lack of objective evidence a device defect/malfunction occurred. The product analysis could not be performed to find a product quality issue as the product was not returned. And product record reviews did not indicate a product issue or new patient harm.